Event description:
It was reported that the back panel of the insulin pump fell off. The insulin pump was hit with car door. The right side of the drive support cap is disconnected. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.